Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Updated fields: h4.

Event description:
No new additional information received from the customer.

Event description:
It was reported that the bronchovideoscope image disappears. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation noted that due to corrosion on plug unit, e226 (scope communication error) occurred, no image displayed. Additionally, evaluation noted due to damage on ccd unit, the image disappears during angulation in ud (up down) directions. Based on the investigation, a definitive root cause of the corrosion in the plug unit and damage to the ccd could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.